Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Correction to the initial MDR in blocks b5 describe event or problem and h6 device codes.

Event description:
It was reported that the catheter was used off-label to ablate the left pulmonary vein (lpv) carina and inadvertent ablation of the left atrial appendage (laa) occurred after the carina ablation. During a pulse field ablation (pfa) pulmonary vein isolation (pvi) procedure a farawave pulsed field ablation catheter was used. After isolation of the four pulmonary veins was completed the carina of the left pulmonary veins was ablated, which constituted off-label use of the device per the instructions for use (IFU). After the off-label carina ablation the laa was isolated inadvertently due to the guidewire not being advanced appropriately. No medical intervention was required. The procedure was completed successfully. The device is not expected to be returned for analysis due to disposal. It was further reported that carina ablation is actually an on-label use of the device and the previous characterization that it was off-label was incorrect.

Event description:
It was reported that the catheter was used off-label to ablate the left pulmonary vein (lpv) carina and inadvertent ablation of the left atrial appendage (laa) occurred after the carina ablation. During a pulse field ablation (pfa) pulmonary vein isolation (pvi) procedure a farawave pulsed field ablation catheter was used. After isolation of the four pulmonary veins was completed the carina of the left pulmonary veins was ablated, which constituted off-label use of the device per the instructions for use (IFU). After the off-label carina ablation the laa was isolated inadvertently due to the guidewire not being advanced appropriately. No medical intervention was required. The procedure was completed successfully. The device is not expected to be returned for analysis due to disposal.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the catheter was used off-label to ablate the left pulmonary vein (lpv) carina and inadvertent ablation of the left atrial appendage (laa) occurred after the carina ablation. During a pulse field ablation (pfa) pulmonary vein isolation (pvi) procedure a farawave pulsed field ablation catheter was used. After isolation of the four pulmonary veins was completed the carina of the left pulmonary veins was ablated, which constituted off-label use of the device per the instructions for use (IFU). After the off-label carina ablation the laa was isolated inadvertently due to the guidewire not being advanced appropriately. No medical intervention was required. The procedure was completed successfully. The device is not expected to be returned for analysis due to disposal. It was further reported that carina ablation is actually an on-label use of the device and the previous characterization that it was off-label was incorrect. It was further reported that the accidental laa isolation was identified during post-operative mapping. The patient was being monitored with computed tomography (CT) and magnetic resonance imaging (MRI) scans after the procedure. There was no indication of left atrial appendage closure (laac) despite blood flow to the laa being low. In addition to the monitoring the patient was taking anticoagulants.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Additional information was added to blocks a2, a3a, a3b, b5, and h6 impact codes.